Manufacturer narrative:
Final device analysis reveals pump connector anomaly.

Event description:
The MFR's rep reported that the pt "died from her major illness" and the death was unrelated to the pump. A follow-up report will be sent if add'l info becomes available.